Manufacturer narrative:
The instructions for use for the humeral fixation set (which includes distal humerus plates) states the following: "prior to using the humeral fixation set, ensure that none of the following patient conditions are present: active or latent infection, sepsis, osteoporosis, insufficient quantity or quality of bone and/or soft tissue, material sensitivity (if sensitivity is suspected, tests are performed prior to implantation), or patients who are unwilling or incapable of following post operative care instructions." This is an older patient with a variety of underlying medical conditions and has been noncompliant. Without proper healing, the plate failed after 17 months.

Event description:
An implanted lateral helical freefix distal humerus plate broke at a bending section.